Manufacturer narrative:
The pump and sealed inflow conduit remain implanted and the patient is ongoing with no further issues. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that during implant of the new lvad, the surgeon observed bleeding from the hole in the silastic flexible section of the sealed inflow conduit. The surgeon tried to seal the hole with bone wax so the bleeding would tamponade itself off; however, it was unsuccessful. The surgeon then used tisseal into the holes on the inflow conduit, and the bleeding was successfully stopped. The patient remains ongoing on the new lvad.